Manufacturer narrative:
One 8.5f agilis introducer was received for evaluation in two pieces. Microscopic examination revealed an angled separation through the shaft between the base of the hemostasis body and the handle. Co has completed its investigation of complaints of hemostasis valve hub leakage or separation at the handle. A raw material batch of sheath polymer was a major contributor to the issue. The finished sheath brittleness increased with this raw material batch of specific sub-lots. That cause greater susceptibility to leakage or fracture. Corrective action is being implemented that places more stringent limits on the raw material along with other actions to minimize the potential for embrittlement of the sheath and its effect on the device. This device was manufactured after the CAPA was issued, but prior to changes being implemented.

Event description:
It was reported the valve detached from the handle during insertion and air was found in half the length of the sheath. There were no consequences to the patient.